Event description:
Surgeon was doing a knee scope with meniscal repair, loaded the meniscal repair kit onto the deployment gun. As surgeon was adjusting the gun to the correct location metal tip of the repair system came off deployment gun and was loose in the patient's knee. The result was an additional small incision to remove the loose metal tip.